Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was selected for use. Prior to the ivus procedure, the physician found that the main screen was not bright after the device was turned on. The procedure was not completed due to this event. No patient complications were reported.